Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately calcified superficial femoral artery. A 6.0 x 40mm, 75cm mustang balloon catheter was advanced for dilation. However, during second inflation at 24 atmospheres for 60 seconds, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported.